Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report # 3005099803-2014-03849 pertains to the first resolution clip device, manufacturer report # 3005099803-2014-03850 pertains to the second resolution clip device, manufacturer report # 3005099803-2014-03851 pertains to the third resolution clip device, and manufacturer report # 3005099803-2014-03852 pertains to the fourth resolution clip device. It was reported to boston scientific corporation that four resolution clip devices were used during an upper gastrointestinal series procedure on (B)(6) 2014. According to the complainant, during the procedure, the clip would not "deploy outside of the catheter". The same issue occurred with the second, third, and fourth resolution clip devices. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.